Manufacturer narrative:
The investigation is ongoing. The device was not returned.

Event description:
As reported by a field clinical specialist (fcs), approximately 4 months and 10 days post-implant of a 26 mm sapien 3 ultra valve in the aortic valve via transfemoral approach, the patient had been brought back for a cold leg. Patient proceeded to have surgery to investigate and a foreign object was removed from the leg. The patient issues are resolving. Per medical opinion, it appeared to be a piece of the tip of the esheath used during the tavr procedure. However, there was no procedure complication noted during tavr procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: calcification is present in the access vessels. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. In this case, ''approximately 4 months and 10 days post-implant of a 26 mm sapien 3 ultra valve in the aortic valve via transfemoral approach, the patient had been brought back for a cold leg. Patient proceeded to have surgery to investigate and a foreign object was removed from the leg. The patient issues are resolving. Per medical opinion, it appeared to be a piece of the tip of the esheath used during the tavr procedure.'' Per the follow-up communication, ''the patient had a 26mm sapien 3u in the aortic position via left common femoral approach. The implant was a success with no ai at the end of the procedure. No procedural complications or edwards device malfunctions were listed. Per medical records review, final angiography revealed satisfactory results of the arterial closure. The right femoral arterial puncture site was closed using 6f angioseal. When incising the common femoral artery, we noted 2 pieces of round plastic noted in the common femoral artery causing an obstructive type process. We removed these and passed on the back table for evaluation. The patient developed rle claudication and underwent rcfa endarterectomy/rsfa stent/right eia stent. At the time of the vascular procedure, a small fragment from the end of the tavr sheath was removed from the rcfa site. The patient is now feeling well and denies symptom recurrence. Pathology reports for the explanted 'pieces of round plastic' have been requested.'' As no additional information or device-related photos were provided regarding the explanted foreign object, including the pathology report, there is insufficient information to suggest what may have contributed to the complaint event. Therefore, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.